Event description:
It was reported the patient had a urinary tract infection. It was noted the patient had a sudden onset of urgency incontinence and leakage. It was reported the patient was prescribed macrobid for seven days. It was noted the patient¿s symptoms resolved without sequelae on (B)(6) 2011.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v567714, implanted: (B)(6) 2010, product type: lead. (B)(4).